Event description:
It was reported that the ilet user replaced the infusion set and cartridge shortly before breakfast and experienced rising blood glucose after not announcing the meal and coffee, with a peak glucose of 305 mg/dl and subsequent return to 121 mg/dl. The event aligned with a missed meal announcement. Symptoms included hyperglycemia without other clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically failure to follow instructions for meal announcement, associated with user interface use. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.